Manufacturer narrative:
Pt info was not available. No other adverse pt effects were reported. If add'l info is received, a follow-up report will be submitted. No eval will be performed.

Event description:
3m received info from a customer that a female pt developed second and third degree burns following a cardiac ablation procedure using 3m electrosurgical patient plates. During the procedure, she complained of sensation in the left scapular area. The area was checked and determined okay. Following the procedure, a quarter sized area of blisters was observed in the left scapular area. A gray, eraser-sized area was noted within the ring of blisters. The physician was notified. The patch was inspected and described as an area of 'impaired integrity'. The physician did not have any treatment info. 3m advised that the blistered ring is representative of a second degree burn and gray center is likely a third degree burn.